Event description:
It was reported that during a laparoscopic appendectomy, the surgeon stated that the reload would not fire. It was further reported that the reload appeared to have already been fired, as the pushers were out and staples were formed, and the technical stated that the reload had not been fired. A new reload and manual handle were replaced to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: sig30amt, tri 2.0 sig30amt 30 med thk 12mm, (lot # n6c1426y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.